Manufacturer narrative:
Though expected, the suspect device has not been received for evaluation, thus, the cause of the reported malfunction is currently undetermined.

Event description:
It was reported to boston scientific corporation in 2008, that a polaris (tm) ultra stent set was used during a procedure on four days earlier. According to the complainant, when the package was opened, it was noted that the stent was partially collapsed. The nurse also confirmed that the stent was packaged in the clear pouch properly. The procedure was completed with another of the same device. No patient complications were reported as a result of this event.